Event description:
As reported by the user facility: patient was receiving parental nutrition and antibiotics through a PICC line with the use of b braun IV pumps. The patient had an acute change in mental status and it was discovered that the patient had an air embolism. The patient required transfer to a tertiary medical center for hyperbaric oxygen therapy to treat the embolism. On review, the pump may have caused or contributed air delivered to the patient.